Event description:
It was reported that there was a problem with post-implant impedances. The pt had undergone a revision of the leads and extensions. The surgeon did note there was damage to the proximal end on the left side; the wire had lost some insulation. High impedances on the left side were seen intraoperatively. The doctor met with the pt again on (B) (6) 2010 and the right side was showing normal impedance readings, and the left side was showing a few abnormal impedances. The same day another physician did an impedance check and the right side was then showing >4000 on all electrodes, and the left side was normal. An x-ray showed everything was fine. The pt was not getting the best therapy. Reference MFR report# 3004209178201003466.

Manufacturer narrative:
(B) (4).